Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("acute pelvic pain") in an adult female patient who had essure (batch no. 855632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". In 2011, the patient experienced headache ("headaches"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia) / I was on my cycle for months"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("severe abnormal menstrual cycles"), migraine ("migraines / headaches"), back pain ("back pain") and pain in extremity ("leg pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on 16-mar-2017. At the time of the report, the pelvic pain, menstrual disorder, migraine, back pain, pain in extremity, menorrhagia, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, headache, nausea, dysmenorrhoea, weight increased and fatigue outcome was unknown. The reporter considered back pain, bladder disorder, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 2 trailing coils were noted in the left tubal ostea 7 trailing coils were noted in the right tubal ostea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-oct-2018: events- "uti, bladder problems, urinary problems or changes, headaches, nausea, dysmenorrhea (cramping),weight gain, fatigue" added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("acute pelvic pain") in a female patient who had essure (batch no. 855632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("severe abnormal menstrual cycles"), migraine ("migraines / headaches"), back pain ("back pain"), pain in extremity ("leg pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, migraine, back pain, pain in extremity, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered back pain, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 2 trailing coils were noted in the left tubal ostea 7 trailing coils were noted in the right tubal ostea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of product technical complain update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("acute pelvic pain") in a female patient who had essure (batch no. 855632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("severe abnormal menstrual cycles"), migraine ("migraines / headaches"), back pain ("back pain"), pain in extremity ("leg pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, migraine, back pain, pain in extremity, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered back pain, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 2 trailing coils were noted in the left tubal ostea 7 trailing coils were noted in the right tubal ostea. Most recent follow-up information incorporated above includes: on 22-may-2018: pfs and mr received: reporter, patient demographic information, product indication, onset and removal dates updated, lot number, new events menorrhagia, abnormal vaginal bleeding and she did not undergo essure confirmation test. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("acute pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("severe abnormal menstrual cycles"), migraine ("migraines"), back pain ("back pain") and pain in extremity ("leg pain"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, migraine, back pain and pain in extremity outcome was unknown. The reporter considered back pain, menstrual disorder, migraine, pain in extremity and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.